Manufacturer narrative:
The insulin pump had a button error alarm and no act button response due to flattened act button dome switch. The device was opened and tested with keypad test. The insulin pump functioned properly with no freezing pump, blank display or moisture damage inside pump. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a blank display. The blood glucose at the time of the incident was 298 mg/dl. The screen was frozen and the buttons would not respond to clear the alarm. The customer changed the battery and the display was blank. Troubleshooting was not able to resolve the issue. The device was returned for analysis.